Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, half height cubie drawer 4.1 rails had been found to be bent and unable to close. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 4.1 half height cubie drawer had bent rails and failed to close. A field service engineer (fse) logged into pyxis, accessed the hardware test application (hta), manually opened auxiliary drawers 4.1 and 4.2, removed all cubies, and placed it in order. The fse then shut down pyxis, removed the drawer from auxiliary, and installed a new one. After rebooting the pyxis, the half-height drawer in position 4 did not appear in the application or hta. The fse then consulted with the customer, who suggested the t-board might be damaged. The fse retrieved a replacement t-board, installed it, and rebooted pyxis. A firmware update was observed during startup, indicating the progress. The fse logged back into the application, successfully assigned the drawer in the failed position, and reinserted all loaded cubie pockets. The customer then logged in and verified the repair by inventorying medications in both drawers. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, half height cubie drawer 4.1 rails had been found to be bent and unable to close. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.